Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l3/4/5 olif procedure in a patient diagnosed with l3/4/5 vertebral canal stenosis. It was reported that the set screw was attached to the set screw retaining driver and final tightening was performed. Piece of the set screw threading was stuck to the set screw retaining driver and could not be removed. There was no patient symptom reported.

Manufacturer narrative:
Product analysis: part # 6642002, lot # em16k037 visual and optical inspection confirmed the hex tip of the retaining driver has been stripped/damaged. The inner obturator has also been bent. This type of failure is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.